Event description:
It was reported that a pocket infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the full lead was returned in segments. Analysis was performed and no anomalies were found. (B)(4). Concomitant products: d314trm implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 6947m62 implantable tachy lead, implanted: (B)(6) 2013; 4469 competitor implantable pacing lead, implanted (B)(6) 2012.